Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, data was lost after experiencing an initialization screen without a manual restart. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved because the receiver would not boot up and continuously re-initialized. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.